Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure not visualized in the ultrasound') in a 39-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menstruation irregular ("irregular menstruation"), heavy menstrual bleeding ("heavy menstrual flow"), alopecia ("hair loss"), abdominal distension ("abdominal swelling") and pelvic pain ("pain"). Essure treatment was not changed. At the time of the report, the device dislocation, menstruation irregular, heavy menstrual bleeding, alopecia, abdominal distension and pelvic pain outcome was unknown. The reporter considered abdominal distension, alopecia, device dislocation, heavy menstrual bleeding, menstruation irregular and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: essure not visualized. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure not visualized in the ultrasound') in a (B)(6) year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menstruation irregular ("irregular menstruation"), heavy menstrual bleeding ("heavy menstrual flow"), alopecia ("hair loss"), abdominal distension ("abdominal swelling") and pelvic pain ("pain"). Essure treatment was not changed. At the time of the report, the device dislocation, menstruation irregular, heavy menstrual bleeding, alopecia, abdominal distension and pelvic pain outcome was unknown. The reporter considered abdominal distension, alopecia, device dislocation, heavy menstrual bleeding, menstruation irregular and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: essure not visualized. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: no new clinical information received, update to imdrf/FDA codes only new lawyer added as reporter. Insertion date updated to (B)(6) 2015. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.